Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01371-1 & 01372-1).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2010. A subsequent revision of the head was performed on (B)(6) 2012 due to infection. A cement head was implanted. A further revision of the antibiotic spacers was performed on (B)(6) 2012. No further information has been provided. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to infection, cloudy fluid and elevated metal ion levels. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on (B)(6) 2010. A subsequent revision of the head was performed on (B)(6) 2012 due to infection. A cement head was implanted. A further revision of the cup and cement head was performed on (B)(6) 2012. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01371 / 01372).